Event description:
Devices received with report of communication error. The errors occurred while an unspecified infusion was in progress. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B)(4). The communication error message was confirmed in the device event log. (B)(4).